Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was 496 mg/dl the customer changed the infusion set site and delivered a bolus. The customer was hospitalized for a high bg level and diabetic ketoacidosis on (B)(6) 2016. The bg level had lowered to 200 mg/dl. Although requested, additional information regarding the hospitalization was not provided.